Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic gastric procedure, the device was fired a second time with a green reload. When the device was opened and removed, a piece of the green cartridge was found on the tissue cutline. The piece of the cartridge was retrieved with a maryland dissector the case was completed with the same device and a gold reload, which worked as intended. There were no patient consequences reported.